Event description:
It was reported that when patient presented for an upgrade, right ventricular (rv) lead exhibited elevated threshold. The lead was capped and replaced on (B)(6) 2026. The patient is in stable condition.